Manufacturer narrative:
(B)(4). The device was manufactured june 7, 2015 - june 9, 2015. The device was received for evaluation. Visual inspection noted that the bladder of the elastomeric had ruptured. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking. This occurred during filling with an unknown medication. There was no patient involvement. No additional information is available.